Event description:
The customer reported, the unit will not charge. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit will not charge. There was no reported pt involvement. The philips field service engineer evaluated the device and found the ac power module failed. The ac power module was replaced and resolved the issue. The device passed all performance assurance testing and was returned to use.